Event description:
The or tech was preparing the deflux metal needle for use on a pt. They attempted to flush the lumen of the needle with normal saline and it would not flush. The syringe was not saved for examination to see if there were any flaws in the tip of it. It was suspected that the lumen of metal needle is not patent. There may be something wrong with the tip if the syringe that was provided causes resistance to flow. The manufacturer response for 3.7 fr by 23 gauge (tip) by 350 mm (length) metal needle, deflux metal needle. The manufacturer was confused by involvement with medsun. They did not know what was expected to happen after the hospital reports to FDA. They are used to products being returned by materials management for credit. Agreed to send instructions for return of product for evaluation.